Manufacturer narrative:
The field service representative found the ultrasonic mixers were not performing correctly. He adjusted the ultrasonic mixers and the down cell rinse volume, replaced the sample probe, heat cut filter, and photometer lamp and performed alignments. He checked the gear pump pressure and ran a hardware check. All results were within specification. The customer ran calibration and controls. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium, potassium, chloride, and calcium results for 2 patient samples on a cobas 6000 c501 module. The results were reported outside of the laboratory. The customer was unsure which results were correct.

Manufacturer narrative:
The field service representative found the vertical movement of the sample probe had excessive play, and the slider was worn and loose causing excessive play. He replaced the slider piece, performed sample probe adjustments and alignments, and performed ultrasonic mixer alignments and adjustments since the mixers were removed. The investigation determined the service actions resolved the issue.